Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) assembly was received for investigation. Visual inspection of the as returned product identified no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned implant's dimensions were measured and found to be within the specifications in the product's engineering drawing. The reported device was located on tooth # 29 and was used for approximately 1 year. Pictures or x-ray images of the implant site were not provided to evaluate the bone loss. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that implant was placed with with good torque initially, but developed muscle irritation and tested positive to possible allergies. Peri-implantitis, inflammation, pain were noted. The reported complaint is non-verifiable due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The doctor indicated that the implant at tooth site # 18 was removed when the patient developed a muscle irritation and tested positive for a metal allergy.